Event description:
Staff alleged that the head up function was not working. No injury was reported.

Manufacturer narrative:
Technician found that the head up function was not working. Cause: air in the hydraulics. Resolution: bled the hydraulic system to resolve this issue.